Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A patient reported that they noticed a little bit of medication leaking near the entry point into the air filter. I showed them how to turn off the pump and clamp the tubing. They were already getting ready to head to the facility for a change. Medication being infused was unknown. No patient injury reported.